Event description:
Complainant alleged that during routine preventative maintenance on device the pacer function reportedly did not work. Complainant indicated that there was no pt involvement in the reported malfunction.